Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. The physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: bacterial growth in the fluid which fills the balloon. Rapid release of this fluid into the intestine could cause infection, fever, cramps and diarrhea. Balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had a partially deflated balloon noted during removal. "It also was covered in a type of fungus."

Manufacturer narrative:
Supplement #1 sent to the FDA on 12/13/2016. Additional information: device available for evaluation?, device evaluated by MFR?, evaluation codes. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Brown discoloration was observed on the inner and outer surface of the device. Brown particles were observed on the outer surface of the shell and valve. A valve test was performed and flow was continuous and unobstructed. An air leak test was performed and leakage was observed from the shell and the valve. Under microscopic analysis, four striated openings were observed on the shell, consistent with device removal. A needle puncture was observed on the shell of the device. Non-penetrating nicks were observed on the shell of the device.